Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the staples are ¿crossing their legs¿. It is not known how the procedure was completed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Upon cycling, the device was noted to be empty and the lockout mechanism not functional. The instrument was disassembled in order to evaluate the condition of the internal components and the latch was noted to be bent. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the latch damage.